Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient was admitted to the hospital due to stomach pain. In the hospital the nurse checked his glucose using a blood meter and the bg was 490 mg/dl but the cgm was reading 71 mg/dl. He was given an insulin drip, a bolus of insulin and dextrose. Additionally, the patient¿s father suspected that the stomach pain was caused by poor glucose management because of the cgm not providing correct readings. At the time of the report he was in stable condition with no injuries, but still in the hospital for recovery. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.